Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device and the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that ventricular fibrillation is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU)as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received:the 3.5x38mm xience prime balloon was unable to deflate. The device was removed from the patients anatomy. After device removal, it was noted that the hypotube had separated.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, a 3.5x38mm xience prime stent was implanted, without issue, in the proximal right coronary artery, 90% stenosed lesion. Following, the delivery systems balloon was difficult to remove from the implanted stent. The patient started experiencing ventricular fibrillation, treated with defibrillation. The physician removed all, the delivery system and guide catheter, with force. There was a significant procedural delay. The stent remained well apposed to the vessel wall and the patient has been discharged from the hospital. There was no additional information provided.